Manufacturer narrative:
Philips service replaced the tso. The system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the z-shaped control was unable to position correctly during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.